Event description:
Shortly after a permanent implant procedure, high impedances were discovered. The surgeon reported difficulty inserting the leads into the implant during the procedure and decided to replace the implant.